Manufacturer narrative:
Date of event: the patient allegedly developed a rash in the wound area and experienced itching to the wound area the week prior to 23-dec-2019. The exact date was unknown. Unique identifier (UDI) (B)(4) is for activ.a.c.¿ therapy unit serial number (B)(4). The lot number for the v.a.c.® drape was not available, therefore no information for UDI available. Device identifier was not provided. Based on information provided, it cannot be determined that the alleged rash/ fungal infection is related to the v.a.c.® drape. The case manager stated the patient is allergic to the v.a.c.® drape. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Acrylic adhesive: the v.a.c.® drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria or significant signs of allergic reaction appear, seek immediate medical assistance.

Event description:
On 08-jan-2020, the following information was reported to kci by the nurse: the patient allegedly developed a rash in the wound area and experienced itching to the wound area the week prior to (B)(6) 2019. The exact date was unknown. The patient experienced itching and was treated with an antifungal create and anti-itch powder. On (B)(6) 2019, the patient was given nystatin cream. On (B)(6) 2020, the physician prescribed the patient diflucan tabs. The nurse stated the patient thinks he is allergic to v.a.c.® drape. On 10-jan-2020, the following information was reported to kci by the case manager: the patient is on oral antibiotics and is using nystatin cream to treat the rash. The patient is allergic to the v.a.c.® drape and patient is still using v.a.c.® therapy. The v.a.c.® drape lot number was not provided and the product was not returned, therefore, a device history review and device evaluation could not be performed.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged infection and odor are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.